Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Blood glucose level at the time of the call was 134 mg/dl. Customer stated that the insulin pump had gotten wet when he was walking on the beach. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) noted after battery insertion. Unit was received with partial white display due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to partial white display. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, peeling end cap address label, severe corrosion on force sensor assembly, corrosion on motor home switch and severe corrosion in battery tube.